Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm. Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer also stated that they performed the self test and they were able to passed the test. The customer also reported that the insulin pump had insulin flow blocked alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.